Manufacturer narrative:
B5- the reporter indicated that a 13.7mm, tmicl13.7, -6.0/1.0/102 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Patient complaints of halo/glare post icl implantation. Per (B)(6) 2021 email from reported the reporter states "patient is actually doing quite well, with glare that he can manage with brimonidine". Patient-related factor and device was reported for cause of event. However, it was reported that the device did not fail to perform as intended. D4: (B)(6) 2023. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated " 2 weeks post-op icl patient has complaints of halo". Per updated information the reporter stated that the patient is doing quite well, with glare that can be managed with brimonidine. Lens remians implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Expiration date: unk, no serial number reported. Date implanted: unk. Device manufacturing date: unk, no serial number reported. (B)(4).